Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional patient or event information is not available. (B)(4).

Event description:
A doctor reported that a knife was extremely dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is confirmed to be unavailable.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually conforming. Penetration testing was then performed and also found to be conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no other complaints associated with the reported lot number for the reported complaint issue. The returned sample was found to be conforming, therefore a dull blade as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife blade was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).